Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The reported minamo guide wire was returned for investigation. The outer coil of the minamo guide wire was found elongated and fractured at approximately 420mm from the proximal mid solder (set at 70mm from the wire tip to fix the outer coil onto the core wire). Under the elongated outer coil, the inner coil was exposed. Microscopic observation of the exposed inner coil found that the distal inner coil was fractured at approximately 55-57mm distal to the proximal solder. The core wire was found fractured at approximately 55mm from the solder. Observation by microscope and scanning electron microscope (sem) was performed for each fracture end of the inner coil and core wire. The fracture ends of the inner coil was found necked, likely caused by tension. The fracture surface of the core wire had dimples as seen in ductile fracture. Observation by sem of the fracture end of the outer coil found a relatively flat fracture surface with dimples, indicating that torsion was generated as the coil structure had been straightened by tension. Twisting of the outer coil was also observed at the fracture end. Measurement of the returned minamo guide wire suggested that the outer coil was elongated and detached together with the ball tip at approximately 5mm from the wire tip, while the core wire and outer coil were fractured at approximately 15mm from the wire tip. Lot history review of the reported minamo could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that tensional stress generated with guide wire manipulation during lesion crossing attempts might have been locally applied on the subject minamo guide wire while the distal segment of the guide wire had been caught by the calcium, causing the core wire to be fractured. As tensional stress was further applied during withdrawal attempts, the inner coil and outer coil were elongated and fractured together with the ball tip. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that stenting the guide wire fragment was an additional treatment and therefore a health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that an asahi minamo guide wire was used for a plain old balloon angioplasty (poba) to cross a heavily calcified and 90-99% stenosed lesion in the left circumflex artery (lcx). As delivery of a balloon and a microcatheter failed, an attempt was made to remove the minamo guide wire, when the guide wire got stuck. Wire removal attempt by advancing a microcatheter was made but failed. A second guide wire was used to deliver a balloon to remove the minamo guide wire was made but failed. Having discussed with another physician and having tried other techniques without success, the operator proceeded to pull the minamo guide wire, when the wire started unravelling. Although most of the minamo guide wire was removed, some remained in the vessel. The wire fragment was then stented against the left main wall. The patient remained stable throughout the entire procedure. Then the patient was transferred to a different medical facility for further observation. CT scan was performed to see how the wire fragment was. After discussion, the physicians concluded that no surgery was needed. It was informed that the patient was discharged the next day.